Manufacturer narrative:
The device was not returned for analysis. A media inspection was performed to the attached pictures. It was confirmed that the guidewire remained trapped on the tip of the device; however, no damage was observed on the catheter. H3 other text : media.

Event description:
It was reported that device entrapment occurred. The 70% stenosed, tight, target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During imaging, the opticross wrapped itself around the guide wire and when the catheter was being pulled, it was noted that the guide wire was also being pulled. The devices were removed together, losing wire position and lengthening the procedure time. The procedure was completed without using intravascular ultrasound. No patient complications were reported and the patient is fully recovered.

Event description:
It was reported that device entrapment occurred. The 70% stenosed, tight, target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During imaging, the opticross wrapped itself around the guide wire and when the catheter was being pulled, it was noted that the guide wire was also being pulled. The devices were removed together, losing wire position and lengthening the procedure time. The procedure was completed without using intravascular ultrasound. No patient complications were reported and the patient is fully recovered.